Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder - type of disorder') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant) and pelvic pain ("pelvic pain/ pain"), 23 days after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal. Discharge") and headache ("headaches"). The patient was treated with surgery (vaginal ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, autoimmune disorder, pelvic pain, vulvovaginal pain, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2013 and (B)(6) 2013. Plaintiff received treatment for fallowing conditions: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uti, vaginal infect., vaginal discharge, headaches. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events:" dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)., new reporter added, menorrhagia (heavy menstrual bleeding), vaginal ablation uti, vaginal infect., vaginal. Discharge, headaches, plaintiff did not undergo essure confirmation test", reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.